Manufacturer narrative:
Unit received with broken battery tube threads. Unable to perform displacement test due to broken battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was cracked. The blood glucose level was unknown. The device will be returned for the analysis.